Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left posterior tibial artery utilizing an ipsilateral antegrade approach. The 100% stenosed chronic total occlusion target lesion was located in a moderately tortuous and severely calcified left posterior tibial artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a kink in the inner shaft at the proximal end of the distal markerband. Microscopic examination of the balloon revealed a longitudinal tear 4.2cm from the proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material and the markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left posterior tibial artery utilizing an ipsilateral antegrade approach. The 100% stenosed chronic total occlusion target lesion was located in a moderately tortuous and severely calcified left posterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.